Event description:
It was reported that subsequent to the implant of a protegen sling, the pt "began to experience abdominal pain, vaginal bleeding, vaginal discharge, continued incontinence, neurological complaints and urinary tract infections which led to the removal of the device." There is no further info available on this case and the device was not returned for eval.

Event description:
Subsequent to the implant of a protegen sling, the pt experienced vaginal erosion and an infected sling.